Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a crack around the center of the optic. The lens was removed and the procedure was completed successfully with a replacement iol. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the patient presents a good visual acuity and health condition. The physician prepared the preloaded device and used balanced salt solution as a viscoelastic agent. The plunger was left locked after it was half rotated for about one minute. The remaining instructions for use were followed; however, the physician experienced resistance when the plunger was turned. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: december 10, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the lens was inspected under magnification. The received lens was cleaned and presented with a cut that did not extend all the way through the lens. Damage to the optic body was observed as well as cosmetic damage to the lens, and a haptic was observed damaged. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data and additional information the following information was added to the product investigation record. Therefore, the section below has been updated in this filing to reflect further device evaluation performed: section h6 - type of investigation: 4112. Device evaluation: photographs and videos were provided by the customer and were evaluated. The photographs showed the suspect lens implanted in the patient's eye and a triangular shaped crack could be observed on the optic. In the video reviews, the haptic was observed stuck to the crack. However, the haptic unfolded without additional maneuvers and no issues were observed. No further evaluation was performed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.